Event description:
This report we received from the field indicated that the balloon could not be prepped, as it was aspirating air. There was no injury to the patient. The product is to be returned for evaluation and testing, but has not been yet received.